Event description:
It was reported that bd alaris smartsite pump infusion set had connection issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the alaris pump infusion set detached after it was attached to IV solution bag.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25055478 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22may2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.